Event description:
Customer reportedly received results of 499 mg/dl and 200 mg/dl within 10 minutes on the same device. No adverse event reported. Controls were run one month ago and were in range. Requested return of suspect device and replacement was sent.